Manufacturer narrative:
Agfa investigation discovered the root cause to be due to impax cv outbound misconfiguration in combination with nearly simultaneous physician signing of the final patient report. Impax cv outbound service was misconfigured to include a secondary pdf folder location. The report misattribution would occur when separate physicians would sign separate patient reports nearly simultaneously (within milliseconds of each other) or if a single physician signed separate patient reports nearly simultaneously with the use of the "batch" signing option. Medical record numbers (mrns) for this report were identified and misattribution occurred and batched on the same day: (B)(6). There have been no other reports of this issue occurring at other sites and the configuration has already been corrected at this site successfully. The site has since upgraded from impax cv 7.2 to impax cv 7.8 su3. Agfa's outbound auto print configuration guide was updated and approved (B)(4) 2012 to provide configuration instructions and is intended to be used by agfa global professional services performing advanced configuration of impax cv.

Event description:
Agfa submitted MDR reports# 1225058-2012-00007, 1225058-2012-00008 and 1225058-2012- 00009 for the same site in this new report dated (B)(4) 2014. Agfa performed and completed a retrospective review for the events that occurred at this site and identified additional past occurrences that are being reported to the FDA. The issue was patient study report/s was intermittently exported to the wrong patient within his. Report/s were created in impax cv reporting and converted into (B)(4) versions, (via a 3rd party tool called (B)(4)) for presentation in impax cv reporting and the hospital's information system (his). After the export of the report/s to the his, the report of patient a (demographics and findings of patient a) was sometimes assigned to a different patient b. There has been no patient harm due to these occurrences.

Event description:
Agfa submitted MDR reports# 1225058-2012-00007, 1225058-2012-00008 and 1225058-2012- 00009 for the same site in this new report dated (B)(4) 2014. Agfa performed and completed a retrospective review for the events that occurred at this site and identified additional past occurrences that are being reported to the FDA. The issue was patient study report/s was intermittently exported to the wrong patient within his. Report/s were created in impax cv reporting and converted into (B)(4) versions, (via a 3rd party tool called (B)(4)) for presentation in impax cv reporting and the hospital's information system (his). After the export of the report/s to the his, the report of patient a (demographics and findings of patient a) was sometimes assigned to a different patient b. There has been no patient harm due to these occurrences.

Manufacturer narrative:
Agfa investigation discovered the root cause to be due to impax cv outbound misconfiguration in combination with nearly simultaneous physician signing of the final patient report. Impax cv outbound service was misconfigured to include a secondary pdf folder location. The report misattribution would occur when separate physicians would sign separate patient reports nearly simultaneously (within milliseconds of each other) or if a single physician signed separate patient reports nearly simultaneously with the use of the "batch" signing option. Medical record numbers (mrns) for this report were identified and misattribution occurred and batched on the same day: (B)(6). There have been no other reports of this issue occurring at other sites and the configuration has already been corrected at this site successfully. The site has since upgraded from impax cv 7.2 to impax cv 7.8 su3. Agfa's outbound auto print configuration guide was updated and approved (B)(4) 2012 to provide configuration instructions and is intended to be used by agfa global professional services performing advanced configuration of impax cv.